Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025 the user contacted/reported that the ilet device¿s wake button intermittently required multiple presses to activate the touchscreen. The user was instructed to restart the ilet, and the device powered on successfully. The user was advised to monitor the device and call back if the issue persisted or worsened. No blood glucose impact or injury occurred.